Event description:
The customer stated that the numbers continued ramping up when he attempted to program a bolus. The customer changed the battery, and received a failed battery test. The customer changed the battery again, and the insulin pump screen froze with a battery out limit alarm. The customer stated that the time on the screen was also frozen, and not changing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.